Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, cine drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system saved images out of sequence and was unable to retrieve images. No pt injury was reported.